Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 11/29/2018. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ac (product complaint level 2 and level 3 investigation procedure). No deficiency has been determined for the lot.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care (apoc) was contacted by a customer regarding I-stat cg8+ cartridges that yielded a suspected discrepant potassium result on a patient. There were no actual results or patient information available at the time of this report. The customer states that the patient (child) was tested three times and the difference to lab was 1mmol, 2mmol, 2mmol. Return product is not available for investigation. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. Apoc medical affairs has determined that a difference of 2mmol, although results or details are unknown, is likely to cause or contribute to a death or serious injury.